Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent surgical intervention on 28 oct 2019 due to ineffective stimulation caused by lead migration. During surgery, the physician was unable to reposition the lead and in turn explanted the entire scs system on 28 oct 2019. No new products were implanted.